Event description:
Additional information received reported the pump that was removed had been infusing gablofen. It was clarified the new pump was filled with lioresal. It was later reported that the pump was removed due to it ¿malfunctioning¿. The issue (volume discrepancies) reportedly started in (B)(6) 2013. As previously reported the patient had started to experience withdrawal symptoms. It was noted the patient ¿needed to live off¿ oral baclofen which was an issue because the patient was never able to keep up with the orals because it made her so tired. It was reported there would be times where the patient ¿felt bad¿ but then started to feel better with the pump. It was reported the pump ¿eventually¿ ran dry. It was noted the flow rate was at 240ml/day. The patient had some point was on flex dosing and ended up switching to simple continuous however the time frame was not provided. It was also reported the patient got x-rays of her spine after they ¿upped¿ the pump and nothing was making a difference, this was done on (B)(6) 2013. The patient got a CT scan ¿shortly after¿ that. It was reported the ¿dye went through the pump correctly during the CT scan¿. In (B)(6) of 2013, the health care provider (hcp) decided to test the pump once per week, they would withdraw the medication. The first time the medication was withdrawn from the pump in (B)(6) there was 2ml extra but the second time, one week later the pump put through an extra 2ml in a week. The pump medication reportedly continuously kept decreasing from there and it ended with ¿far less¿ drug in the pump. It was reported when the surgeon explanted the pump ¿they stated it doesn¿t feel right. They said it sounds and feels timmy.¿ it was noted the pump never alarmed nor was an alarm recorded. It was reported ¿so far¿ as of (B)(6) 2013 the patient¿s current pump was working.

Event description:
Additional information received reported that when the device manufacturer representative pressed on the outside of the pump, there was a popping noise which he had not seen on other pumps. It was also reported the actual volume discrepancies were lessening between checks so the device manufacturer representative had concerns over the functionality of the pump.

Event description:
Additional information received reported the cause of the event was due to the pump and catheter. Regarding the pump, the issue was ¿unknown" malfunction; loss of volume¿ and regarding the catheter, the issue was unknown. The patient had experienced intermittent withdrawal symptoms and increased hypertonicity. Following the pump and catheter replacement, the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a slice cut in the catheter body not related to explant damage. A hole just distal to the anchor was seen which suggested an area of abrasion at the same location of the ¿slice hole¿. It was noted the evidence indicated the hole was created while implanted. (B)(4).

Manufacturer narrative:
This device is included in the medical device correction, ¿synchromed ii implantable drug infusion pump ¿ overinfusion¿ (march 2014).

Event description:
It was reported the patient experienced withdrawal symptoms for the last ¿month or so¿. A dye study was done which showed the catheter ¿appeared to be going just fine¿. The patient then came back to the clinic and the pump was changed from flex dosing to simple continuous, the dose was also increased ¿a little bit¿. The patient had come into the health care provider¿s (hcp) clinic ¿a couple of times¿. On 2013-06-03, the hcp found a 1.4ml volume discrepancy. The expected residual volume was 11.2ml while the actual residual volume was 13.0ml. Then on 2013-06-10, the hcp accessed the pump again and found a volume discrepancy; the actual residual volume on that date was 9.2ml while the expected had been 8.7ml. It was noted ¿in other words it got much better in that one week¿. The patient then came to the hcp¿s office on the day of this report and 5ml was removed from the pump while the programmer indicated 5.4ml was the expected residual volume. It was reported the hcp was going to do a catheter revision in two weeks. It was then reported the hcp was concerned the pump wasn¿t working or was over infusing. It was noted prior to april; the pump had worked really well for the patient over two years. The hcp had read the pump logs and did not see any motor stalls nor were there any reports of alarms. The device system was used to deliver gablofen. It was later reported the causes of the volume discrepancies were unknown. The hcp planned to explant the pump. It was then reported the pump and catheter were explanted, replaced and returned. The pump reportedly contained lioresal and gablofen. The patient had reported a loss of benefit. Per pump logs, when the pump was examined on 2013-07-01 the low reservoir alarm occurred on 2013-06-29 however this was post explant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.